Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator ( epg) would not turn on, however it was noted that the output connector assembly and the hanger assembly were broken. It was noted that there was contamination found in the encoder assembly and one knob and there was one knob damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), does not power on. There was no patient involvement. It was further reported that the product has been returned for service. It was further reported that the external pulse generator ( epg) tested out of specification during manufacturer's analysis.